Event description:
Based upon all the info received throughout the course of investigation, distributor does not believe the lma caused or contributed to the reported event. However, because of conflicting info received from the initial rptr, and, subsequently, from the attending anesthesiologist distributor has made a conservative decision to report this event. The distributor, was initially contacted by a crna who indicated he knew of a pt who experienced cardiac arrest, which he thought might have been associated with hypoxia. The reported event apparently occurred while an lma was being used, though there was no allegation that the lma caused ro contributed to the event. Distributor's safety officer contacted the attending anesthesiologist who stated that he did not feel the lma contributed to this adverse event. The anesthesiologist explained that the pt was diabetic and overweight. About 15 to 20 minutes into the procedure the pt unexpectedly developed bradycardia which progressed to asystole. The anesthesiologist felt the oxygenation level of the pt was adequate. The lma was removed at the time of the cardiac arrest, replaced with an endotracheal tube to protect the airway, and the pt was resuscitated. The pt was transferred to ICU and subsequently died two days later. The attending anesthesiologist believed that the cause of death was recorded as septicemia. Due to the conflicting info from two different third party resources, distributor cannot definitely exclude the occurrence of hypoxia. If hypoxia did occur, it may have possibly contributed to the pt's condition. Further since hypoxia cannot be ruled out, distributor cannot completely eliminate the possibility that the lma may have caused or contributed to the event. This distributor made a conservative decision to forward this report to the agency. This report contains info from a third party sources, the accuracy of which has not beeb confirmed by the rptr. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.